Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 45 stapler instrument logs show that the instrument (part number 480445-06, lot number k10260128-0387) was used first and was installed on the system 8 times and fired 8 reloads (1 white, followed by 7 black). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The second sureform 45 stapler instrument (part number 480445-06, lot number k12251121-0336) was installed on the system 3 times and fired 3 black reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy procedure, the sureform 45 black reload produced a tissue pushout event twice on stomach tissue. The first tissue pushout event occurred with the first sureform 45 stapler instrument, which had multiple prior successful reload firings. While attempting to fire a black reload on stomach tissue, the tissue was pushed out along with the staples out of the jaws of the reload. A new sureform 45 stapler was then opened along with a new sureform 45 black reload from the same lot as the prior fire. The same issue occurred again. A new black reload was then used a different lot with the second sureform 45 stapler, and the issue was resolved. The procedure was completed robotically with no further complications.